Manufacturer narrative:
(B)(4)

Event description:
The recipient is reportedly experiencing swelling at the implant site, resulting in intermittencies. The recipient completed a course of antibiotics (type unknown).

Manufacturer narrative:
The recipient's swelling has reportedly resolved and the recipient does not experience intermittencies. The recipient has resumed use of the device.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information were unsuccessful. The recipient remains implanted. This is the final report.